Event description:
Manufacturer representative reported high impedances. Patient has two resume leads, one on each hemisphere, connected to a model 37082 extension which connects to a restore prime neurostimulator. Patient does not feel stimulation. The integrity of the lead and extension were not tested prior to connecting the extensions to the neurostimulator. No external neurostimulator or screener was used. Refer to report #2182207200700070.